Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. As there was a report of two issues regarding the use of a green reload, manufacturer report number 2955842-2026-22188 will capture the other green reload used. Stapler logs showed the endowrist 30 curved- tip stapler instrument was installed on the system 9 times and fired 7 reloads (4 white, 2 green, 1 white, in that order). On installs 1-4, clamping and firing were completed without error. On install 5, the user made 17 incomplete clamp attempts and two successful clamp attempts. The firing was initiated after the 2nd successful clamp. Stapler logs showed an error code representing the failure. On install 6, a green reload was installed, however no clamping or firing was attempted. On install 7, the user made 2 incomplete clamp attempts. The 3rd clamp was successful but was followed by a second firing failure. The firing stopped and logs showed a second instance of the error code representing the failure. On install 8, a white reload was detected, however no clamping or firing was attempted. There were no additional stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted pulmonary left upper lobe surgical procedure; while firing across the bronchus, the endowrist 30 curved-tip stapler with a green reload stopped part way through and did not complete the staple line. The surgeon stated that only approximately one-third of the staples at the most upper part of the reload deployed before the firing stopped and the blade would no longer move; not all of the staple lines deployed. The surgeon used a second green reload and the same issue occurred. The bronchial stump was closed, but not with all 3 lines of the staples, and some of the staples at that point had pierced the bronchus and were u-shaped, unformed staples. The bronchus was ventilated and no air leak was noted. Due to the way the staple line looked and the partial fires, the entire bronchus stump staple line was oversewn to ensure it was secure. There were no obstructions, no calcification, and the patient did not have any history of radiation or chemotherapy at the site. The procedure was prolonged, but the patient did not experience any complications and was discharged home after a two-night hospital stay per their protocol.